Event description:
Patient reported left side rupture. Additionally, patient reported ¿pain¿, ¿discomfort, ¿breast had become so large¿, and "under enormous stress not knowing what was happening within their body." Device has been explanted.

Event description:
Additionally, patient reported ¿pain¿, ¿discomfort, ¿breast had become so large¿, and "under enormous stress not knowing what was happening within their body." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.3., b.5., b.6., d.6., d.7., g.1., g.3., h.6. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.